Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous low results for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial hcg + b result was 7 iu/l. This result was reported outside of the laboratory where the doctor asked for a new sample and new result. A new sample was obtained "days after" and the result was 2000 iu/l. The initial sample was repeated and the result was 700 iu/l. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 240444 with an expiration date of 08/31/2018. The customer is not using rack adapters with 13x75 mm sample tubes. Quality control results were acceptable. Calibration signals were low.

Manufacturer narrative:
The customer was not using rack adapters with 13x75 mm sample tubes. The customer has since switched to 16x75 mm sample tubes and has not had any additional issues. A specific root cause was not identified. Possible root causes for this event may be sample quality and insufficient maintenance.